Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous coronary intervention procedure, treating the heavily calcified, moderately tortuous and 99% stenosed right coronary artery. The 1.2 x 6 mm mini trek balloon dilatation catheter was prepared for use per instructions for use and no issues were noted. The mini trek was advanced to the target lesion; however, resistance was felt between the balloon and the anatomy. During the initial inflation at 10 atmospheres (atm), the balloon ruptured. The device was removed from the patient anatomy and pre-dilatation was continued using a 2.0 x 8 mm nc trek neo balloon dilatation catheter. A 2.25 x 38 mm xience skypoint stent was implanted, completing the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.